Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that when the pacemaker dependent patient presented for a follow-up in clinic, oversensing of right ventricular lead noise during patient movement was observed. Programming changes were made. The physician elected to cap the right ventricular lead during a generator changeout (B)(6) 2019. A left sided venogram revealed an occlusion, so the left sided system was capped and a new right sided system was implanted. The patient was stable following.